Event description:
Attending neurosurgeon places tritanuim cage at lumbar spine site, then immediately obtains fluoro imaging. Attending neuro surgeon then stated that the cage dropped into the body, and requests vascular surgeon and second neurosurgeon. Patient stable was per anesthesia provider, no visualized bleeding per attending neurosurgeon. Vascular surgeon, second neurosurgeon and attending neurosurgeon review films and patient in operating room (or), discuss with anesthesia and sales reps and formulate plans to extract displaced implant. Attending neurosurgeon notifies family. Second surgical incision needed.